Event description:
It was reported that during a transcatheter aortic valve implantation procedure, a fluoroscopic check showed significant inflow overlap up to the fourth node. The same valve was re-mounted on the same delivery catheter system, and a second fluoroscopic assessment again showed significant inflow overlap up to the fourth node. The team proceeded with implantation, and during deployment the valve remained constrained, prompting recapture of the system and replacement of the entire setup (valve and delivery catheter system). A pre-implant dilatation of the aortic annulus was performed using a 20 millimeter (mm) balloon. A subsequent implantation using a new valve and a new delivery catheter system was completed without difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0013278289); product type: 0195-heart valves; implant date n/a; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.